Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was no longer using the spinal cord stimulator (scs) device due to inadequate pain relief and felt that it was the cause for most of the pain. The patient underwent an ipg explant procedure.